Event description:
It was reported when using the bd pyxis¿ anesthesia station es, drawer has failed and was not recognized. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the station was failed to communicate the patient to server. The technical support specialist (tss) had confirmed that the issue was resolved by the customer and was functioning properly. The system functioned as intended after the customer resolved the issue.